Event description:
On (B)(6) 2011, the pt underwent breast implant and fat grafting surgery, was implanted with the allograft, and discharged the same day. It was reported that following surgery (date unk), she developed inflammation. The wound was opened, cultured, and packed. The cultures were negative for growth. The pt was prescribed antibiotics and is recovering. Note: third adverse event referenced in a single report received from this facility. Allograft serial number and incident details were not provided until (B)(6) 2011.